Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced thirty one inappropriate shocks due to right ventricular lead exhibiting cross talk and presented in the emergency department. The device defibrillator therapy was disabled using merlin programmer. Chest x-ray was performed and revealed the lead had dislodged. On (B)(6) 2018, the lead was explanted and replaced. The patient tolerated the procedure.